Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that the customer experienced hyperglycemia. The customer high blood glucose level was 505 mg/dl at the time of incident. The customer was assisted with troubleshooting. Customer stated that the insulin pump had compromised force sensor system alarm. Customer stated that the drive support cap was sticking out. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No the information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. Alarm noted. Drive support cap was inspected and no anomaly was noted. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.